Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer was unable to clear the alarm. Additionally, the customer had a low blood glucose of 48 mg/dl, which she was able to treat with food. The patient declined troubleshooting for the low blood glucose. The insulin pump will be returned for analysis.